Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing with noise was noted on the right atrial (ra) lead. Intermittent oversensing with noise was also noted on the right ventricular (rv) lead. Both leads were removed and replaced. No patient complications have been reported as a result of this event.